Event description:
It was reported that during use this swan ganz pacing catheter was unable to pace. There was no patient injury. The device will be available for evaluation.

Manufacturer narrative:
The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation results become available. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. Additional 510k: k822723.